Event description:
The pt stood up and started to push the rollator, and the frame cracked, causing her to fall. She suffered bruising and soreness. The results from x-rays were negative. The unit was purchased by the end user in (B)(6) 2012.